Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the components were removed and replaced. Upon inspection of the explanted device, fluid loss was noticed due to a hole in the left cylinder. The cause for the hole was not identified in the facility. The patient was stable and improved following the procedure.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the components were removed and replaced. Upon inspection of the explanted device, fluid loss was noticed due to a hole in the left cylinder. The cause for the hole was not identified in the facility. The patient was stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: based on the information provided and the product analysis results it was determined that there was a leak in the returned reservoir. Product analysis identified device experience that could lead to altered functionality of the device. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual inspection of the returned pump identified the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn due to the component rubbing against the krt junction. Contamination was noticed inside the pump. Product analysis was unable to identify device malfunction with the returned pump. Visual inspection of the reservoir identified a large leak in the shell adapter junction attributed to fatigue. There was wear at a fold in the component shell and the krt was worn to the filament; however, no leaks were present. Product analysis identified device malfunction with the returned reservoir. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.